Event description:
Additional information received from the consumer reported that the patient experienced some leaking in (B)(6) 2015, so they had rep rogramming done. It helped and the patient's symptoms were better, but it was not as good as the patient would like, particularly in the morning and during the day. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0tq2e, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss or change of therapy. The patient was leaking, starting 5 days ago. The patient did feel stimulation. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The patient also had pain at the implant site in the hip, but not severe enough to take tylenol. This began 4 or 5 days ago. The patient saw their health care provider (hcp) about 2 weeks ago and they were happy with the output. The patient wanted to know why they had success prior to 5 days ago. The implantable neurostimulator (ins) was checked with the patient programmer and the patient was on program 3 at 1.85v. The patient's family member helped them increase 2 days ago from 1.80v to 1.85v. Today they increased from 1.85v to 1.90v. Stimulation was comfortable and the patient wanted to try it there. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.